Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh excision on (B)(6) 2011 due to mesh erosion, extrusion, vaginal bleeding and dyspareunia. The patient underwent scar tissue removal due to mesh erosion on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation in order to treat stress urinary incontinence and had the concurrent procedure of cystoscopy.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.